Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to faulty tubing and a leak near the reservoir. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to faulty tubing and a leak near the reservoir. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. A group of partial separations, surrounded by abrasion, were noted on both exhaust tubes of the pump. This is not a site of leakage. Extended monofilament strands were noted on the longer exhaust tube. A separation, within abrasion, was noted on the longer exhaust tube of the pump. This was a site of leakage. A group of partial separations, surrounded by abrasion, were noted on the exhaust tube of cylinder 1 this is not a site of leakage. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. Two groups of partial separations, surrounded by abrasion, were noted on reservoir inlet tubing. These are not sites of leakage. A separation was noted at the strain relief junction of the reservoir. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A surface separation indicating material degradation was noted on the reservoir bladder. This is a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the inlet tube near the strain relief of the reservoir. A separation of this type could then allow the loss of fluid, making the device inoperable. In addition, examination of the returned product concluded that the leak noted in the reservoir bladder occurred due to material degradation. The device was assumed functional for over 10 years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A separation of this type could then also allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.